Manufacturer narrative:
The reported issue that the lvp module over infusion issue could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record showed the device had a manufacture date of 13nov2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿nurse properly scanned and hung a 2g cefepime infusion as a secondary on IV pump brain #300-7431 and channel #hh15770024 at 0324. This was a 3 hour infusion and should have completed at 0624. At 0510 nurse entered patient's room and noted that the cefepime bag was empty and the IV tubing chamber was also empty. The pump still said it was infusing the cefepime at 33.1ml/hr which is the ordered rate. Nurse proceeded to refer to an email from the unit's educator regarding this issue and notified the ticu charge nurse." Patient harm unknown. Although requested, further information not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, additional patient information not provided.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿nurse properly scanned and hung a 2g cefepime infusion as a secondary on IV pump brain #( B)(4) and channel #:(B)(4) at 0324. This was a 3 hour infusion and should have completed at 0624. At 0510 nurse entered patient's room and noted that the cefepime bag was empty and the IV tubing chamber was also empty. The pump still said it was infusing the cefepime at 33.1ml/hr which is the ordered rate. Nurse proceeded to refer to an email from the unit's educator regarding this issue and notified the ticu charge nurse." Patient harm unknown. Although requested, further information not provided.